Manufacturer narrative:
Additional information: section d4 - expiration date. Section h4 - device manufacture date. Section h10 - manufacturer narrative. The system was discarded and therefore not returned to saluda for analysis. The patient was not receiving the desired stimulation, so the system was explanted. Inadequate pain relief resulting in system explant is listed as a potential risk in the manufacturer's instructions for use (IFU). The root cause of the undesirable coverage cannot be determined because the system was not returned for investigation. The manufacturing records specified above were reviewed. The product met all requirements for release, and no anomalies were identified.

Event description:
A patient was implanted with an evoke spinal cord stimulation (scs) system, consisting of one evoke 12c percutaneous lead kit - 60cm. Due to lack of desired pain coverage, a second lead was implanted. However the desired coverage could not be achieved so the scs system was explanted.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.